Manufacturer narrative:
Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window. Unit received with partially broken reservoir tube lip. No cracks noted at the lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's display was badly cracked and was difficult to read. Blood glucose level at the time of the incident was not provided. The caller reported that the damage occurred by the insulin pump being bumped. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.